Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) check the alarm log, and finds there was a system error (se) 2240. The tsr explained the alarm, and the hp would need to start over with new supplies. The hp wanted to end therapy for the night. The tsr advised the hp to call their registered nurse (rn) within the next 24 hours and let them know what happened. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated that the patient did contact them regarding the reported problem. They stated they discussed the alarm with them. The pd rn stated the patient did not mention having any further problems related to the alarm, and there was no medical intervention needed. The pd rn stated after discussion regarding the alarm there does not seem to be any problems with the machine or with the supplies they could think of that could have led to this alarm. The pd rn stated the patient is continuing therapy as usual. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.